Event description:
It was reported during an unk procedure, that the clips would not advance. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the instrument was returned in good physical condition. The instrument was cycled and would not feed the clips as intended. The anti-backup was noted to be non-functional. Upon disassembly of the instrument, the internal components were noted to be in good condition. No concluson could be reached as to what may have caused the feeding issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.